Event description:
During a total knee arthroplasty, surgeon implanted the incorrect size tibial tray. Device was cemented into pt before the discrepancy was discovered. Add'l tibial bone needed to be removed for the extraction of the incorrect implant. Correct size device was implanted without further incident.

Manufacturer narrative:
A review of the mfg device history record indicates the device was manufactured to specification. Error was not attributed to any deficiency in the device labeling.